Event description:
The user reported noticing a hole in the line when it started to leak. It is not known whether this event was identified at priming or during infusion on a pt. Further clarification has been requested but no new information was made available. From the reported information, there are no indications of serious harm or injury to the user as a result of this incident.

Manufacturer narrative:
(B) (4). (B) (4).